Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
There was an allegation of discrepant results for 13 patient samples tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module between (B)(6) 2024. Refer to the attached data for the patient results.

Manufacturer narrative:
Qc was acceptable. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The customer reported three new questionable calcium gen. 2 (ca2) results. The customer was able to provide one patient sample with discrepant results: on (B)(6) 2024: sample ID (B)(6) the initial result was 2.28 mmol/l. The repeat result was 3.72 mmol/l.